Event description:
It was reported that bd pegasus¿ safety closed IV catheter had molding defective wei xiong came to our hospital for treatment of schizophrenia, and on november 1, 2023, he was given intravenous fluids in compliance with the doctor's orders, and found that the indwelling needle was not sealing well, and the medical staff gave it a new replacement and other dispositions, which did not cause any harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts (a-eura--ar091 rev:15(m)) could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of molding defective is assessed at multiple points in the rmf - (B)(4). The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.